Event description:
Customer reported the insulin pump kept alarming failed battery test. The device was dropped and it has been rewinding slower. It was eating through batteries and currently had a blank display. Customer's blood glucose was unknown. The device does not show signs of physical damage. The device was dropped or bumped; it was dropped from a distance of about three feet. Battery contacts are damaged. Battery cap was sent to customer. Customer was advised to revert to back up plan until replacement battery cap was received. Customer stated it looked like corrosion on the battery cap. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.